Event description:
On (B)(6) 2011, a vns treating physician reported that he was unable to interrogate the vns pt's generator. The pt is also experiencing an increase in seizures. The physician was able to successfully interrogate other pts with the programming system after the interrogation issue with the pt. They changed the battery in the wand as part of troubleshooting and it did not resolve the generator failing to program. The pt has been referred for battery replacement. The physician reported that it is unk when the increase in seizures was first observed. He said that the relationship of the increase in seizures to pre-vns baseline levels is unk, but likely back to or above pre-vns levels. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The physician reported that the pt's most recent system diagnostics were run (B)(6) 2010 which showed output = ok/lead impedance = ok/dcdc = 1/eri = no. A battery life calculation was performed with the pt's programming history which revealed negative years until eri = yes. Surgery is likely but has not yet been scheduled. When add'l info is received, it will be reported.